Event description:
It was observed that during the device evaluation, the duodenovideoscope adhesive around the light guide lens at the distal end was peeled. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed the likely cause for the adhesive around the light guide lens is peeled cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.